Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer noted there were no further issues. The facility did not request service. The system was manufactured on march 27, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported low aspiration during phacoemulsification. Additional information was received indicating that the biomedical engineer had called to inquire about low aspiration because the surgeon thought it may have been low. The operating room manager had no knowledge of an issue with the system.